Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this this right ventricular (rv) lead presented for a routine follow up about two weeks post-implant. Upon interrogation, the rv pacing threshold measurements were higher than expected, at over 3v. Under fluoroscopy, it was observed that the helix on this lead had retracted. Intervention was performed and the lead was successfully repositioned; the helix was fully extended after 7-8 turns of the fixation tool, and the lead measurements were optimal. No additional adverse patient effects were reported. The patient was stable, and the lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being submitted to update the evaluation conclusion code.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a routine follow up about two weeks post-implant. Upon interrogation, the rv pacing threshold measurements were higher than expected, at over 3v. Under fluoroscopy, it was observed that the helix on this lead had retracted. Intervention was performed and the lead was successfully repositioned; the helix was fully extended after 7-8 turns of the fixation tool, and the lead measurements were optimal. No additional adverse patient effects were reported. The patient was stable, and the lead remains implanted and in service.